Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part # 05.000.008 synthes lot # 005892 supplier lot # 005892 release to warehouse date: 16 dec 2014 supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the hand piece for battery powered driver is not working. The issue was observed during surgery. No injuries, no delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. The repair technician reported stuck and damaged nose cone, cracked contact plate, chipped housing, device failed in cosmetic test, discolored wires, debris on barriers, discolored vent, damaged drive column and drive shaft. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver is not working. The issue was observed during surgery. No injuries, no delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.